Manufacturer narrative:
The field service engineer (fse) replaced the oxygen solenoid assembly and oxygen sensor. The fse performed extended self-testing on the device and all tests passed product analysis: an oxygen solenoid assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported the root cause was isolated to a mechanical failure.

Event description:
It was reported during servicing that the 740 ventilator failed o2 (oxygen) solenoid test. The ventilator was not in use on a patient at the time of the reported event.